Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm emerge¿ balloon catheter was selected and prepared for dilatation. During introduction into the guide catheter, the shaft broke. The procedure was completed with another 2.50mm x 12mm emerge¿ balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).